Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: there was a problem unloading the reload. There was a problem when firing. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle.